Event description:
It was reported that following a percutaneous coronary intervention (pci) with a stent placement, an angio-seal sts plus was selected for use. A 6f radifocus sheath was also used. The patient was being treated for acute myocardial infarction (ami). A pre-deployment angiogram found no anomalies at the right common femoral artery (cfa) puncture site and the diameter of the vessel was 6mm. The angio-seal was deployed and hemostasis was achieved. The patient ambulated four hours later. There were no reported consequences to the patient. One day later, the puncture site bled and manual compression was applied for 20 minutes to achieve hemostasis. Three days later, the patient was discharged. No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event cold not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device of vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.